Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that a pin of the thermal filament connector on a swan ganz catheter was bent and unable to connect to the cable after insertion. The pin was fixed by the customer and the catheter was used continuously. Blood leakage was observed from the optical module connector. There were no patient complications reported by the customer.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stopcocks was returned for evaluation. No packaging or introducer was returned. Blood was observed from the optical module connector and the strain relief. A puncture, approximately <0.5mm long, was found on the catheter body at 31 cm proximal from the catheter tip. The puncture entered the distal lumen and optical fiber lumen. The proximal injectate lumen and the infusion lumen were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the thermal filament connector, thermistor connector, balloon, or returned syringe was observed. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes with no error. The thermistor and thermal filament circuit were continuous, and there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was within specification, measuring 39.53 ohms. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. The customer report of ¿pin of the thermal filament connector was bent and it was unable to connect to the cable¿ could not be confirmed because the customer fixed the bent pin as reported. However, the customer report of ¿blood leakage was observed from the optical module connector¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.